Event description:
During a post-operative follow-up, an increase in capture threshold and a decrease in sensing were observed on the right ventricular (rv) lead. Rv lead dislodgement was alleged. Diagnostic imaging was performed and dislodgement was not confirmed. The rv lead was repositioned to resolve event. The patient was stable with no consequences.